Event description:
The company received a report where it was claimed that the pilot balloon came off during pt use. Extubation and reintubation of a replacement tube was required. No pt harm reported.

Manufacturer narrative:
(B)(4) is not distributed in the us; however this is a device of essentially identical design distributed in the us. Applicable 510k# for us distributed part is k791045. The sample associated with this report is currently in transit to the mfg site for analysis. If significant info is identified from the investigation, a summary of the investigation results will be provided in a supplemental report.